Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarm. Customer reported that cannula was not connected properly prior to inserting. Customer's blood glucose was 532 mg/dl and then rose to 592 mg/dl. Customer had symptoms of high blood glucose; customer had severe dry mouth and frequent urination. Customer was not able to troubleshoot due to driving. Customer reported that after changing infusion set, that blood glucose began to lower. Customer was advised to call back should issue persist.